Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had a cracked reservoir tube lip. Unable to verify cycling numbers on the screen due to the blank display.

Event description:
The customer stated that he went in the ocean with the insulin pump on. The insulin pump now has numbers cycling up on the screen and the customer cannot use the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.